Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgery, it was observed that the battery oscillator device stopped sawing when the blade hit the bone. There were a three minute delay in the surgical procedure and a spare device was available for use. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device stopped sawing when the blade hit the bone was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the saw blade coupling check as the oscillating head pins were broken and missing. Furthermore, during repair, it was determined that the pins were missing from the oscillating head, there was an unknown liquid on the needle sleeve and bearing shell, the pins on the oscillating head were broken and the ball bearings were corroded. It was determined that these issues were consistent with improper cleaning, which is user error/misuse/abuse. It was determined that the issue with the moving pins in the saw head was addressed in a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.